Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, an unexpected data error occurred. The message, "a severe error occurred on the current command. The results, if any, should be discarded," was displayed on the screen and did not clear until the pyxis was shut down for approximately 10 minutes. However, there were no delays or adverse events or injuries reported based on this event.